Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 8-nov-2022, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). Per the fae, investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was discharged home a few days later. The cause of the complication is unknown.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The procedure was completed. It is unknown if the complication was identified during or after completion of the procedure. A chest tube was placed to resolve the pneumothorax. The patient was discharged a few days after the ion procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made several attempts to obtain additional information; however, there was no response received from the physician.